Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no visual during installation involving an olympus video system center. The customer suspected that the cause of the no visual was due to problem from the connector or the video board. There was no patient involvement.